Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufacturing position fully covered by the sealant sleeves. Additionally, the sheath and syringe used in the procedure were not returned with the device for this evaluation, and the stopcock was found in the open position. During this unaided eye evaluation, no abnormal conditions were observed considered to be reported. A balloon inflation/ deflation evaluation was executed and it was observed that a pinhole was present on the balloon of the evaluated unit, resulting in a leak that could be related to the reported event. Based on the information provided, the condition of ¿balloon - balloon loss of pressure¿ was confirmed, as the investigation performed denoted a pin hole in the balloon body, that resulted in a leakage condition. This balloon condition could be related to a handling or usage variables. Based on the limited information provided, the condition of the returned device, and the investigation performed, the root cause of the pinhole could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.